Event description:
It was reported that loss of capture was observed on the right ventricular (rv). During attempted revision, the helix of the rv lead failed to extend. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events were dislodgement, failure to capture, and a helix mechanism issue. The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned for analysis with the helix extended, bent, and covered with blood for analysis. X-ray examination confirmed the helix was stretched and bent and the inner coil was noted to be over torqued at the connector region. The helix mechanism test was unable to be performed because the helix was stretched and bent, consistent with procedural damage. The cause of the reported event of a helix mechanism issue was isolated to the stretched and bent helix as received and the over-torqued inner coil at the connector region. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures although an internal short. Visual analysis noted the ptfe liner was cut and damaged in the middle region of the lead which is consistent with procedural damage.